Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple inaccurate fill estimates after loading cartridges. Reportedly, the cartridge is filled with 300 units of insulin and the customer will receive an insulin display of 150 units which will remain static at that value until it reaches that value and then insulin display will deplete normally. The customer¿s blood glucose (bg) level was not impacted. Tandem technical support informed the customer that a display of 150 units was not an option for the insulin gauge but the customer was adamant their pump was displaying this value. No troubleshooting could be perform to verify this issue due to the issue occurring in the past and the customer having a correct fill estimate with their current cartridge.